Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 589mg/dl. The customer was treated for the high blood glucose with syringes. The customer was assisted with trouble shooting and was assisted with insuring that the customer basal rates were accurate. The customer hung up the phone after troubleshooting the issue. The customer did not return the product back for analysis.